Event description:
Procedure type: gastric bypass. According to the reporter: at the second firing, the device cut without stapling. There was no problem to install the sulu in. The customer used a device from a concurrent with drain tubing. Additional stomach tissue was resected. The case was extended by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).